Event description:
It was reported that the customer's blood glucose were running in the 50 to 59 mg/dl range. The customer stated that he ate about 50 grams of carbohydrates, his blood glucose went up to 178 mg/dl, and then his blood glucose went back down to 55 mg/dl. He stated his blood glucose was then 126 mg/dl. The customer declined troubleshooting as he had done so a week prior and everything tested fine at that point. The customer was advised to contact his healthcare provider to possible go over basal rates. A blood glucose of 72 mg/dl was captured at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).